Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) the small battery drive device was getting warm during use, and was making an abnormal sound. During service and evaluation, it was observed that the device moor had seized, was rough running, and the device was completely worn. It was also noted that the device failed pre-repair diagnostic tests for general condition, marking and labeling, attachment coupling assessment, and the battery case coupling assessment. It was not reported if the device was used in surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.